Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge.

Manufacturer narrative:
The implant date was reported as (B)(6) 2011. This date is prior to the manufacture date of the ins. Information was requested to verify the implant date.

Event description:
Information was received from a healthcare professional and patient, via a manufacturer representative, regarding an implantable neurostimulator (ins). The patient reported problems with the charge. The event occurred in (B)(6) 2016. While "the normal charging," the device turned off with the charge incomplete. The event occurred several times and, at the end, the ins was not able to charge anymore and turned off indefinitely. There were no factors that may have led or contributed to the issue. An emergency charge was tried to charge the device and it was not possible. The ins was replaced on (B)(6) 2016 and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.